Manufacturer narrative:
Reported event: it was reported that the handpiece had residue on the front rim. Issue was noticed before case, therefore there was no case delay and no patient harm. Device history review: review of device history records indicate (B)(4) devices were manufactured under lot k08ug and (B)(4) including (B)(4) were accepted into final stock on 12/14/2016. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to handpiece (p/n 209063), straight saw attachment (p/n 212186) and angle saw attachment (p/n 212480) in trackwize database on 9/21/2017 shows 10 other complaints related to the failure in this investigation. Those investigations are : (B)(4). Visual inspection confirmed the residue on the handpiece contact surface. The contact surface is located between the saw attachment and the handpiece during use. During use, these surfaces rub. The residue was sent for material analysis. See phase 3 for material report. The material was consistent with the material of the 2 surfaces (surface of saw attachment and surface of the handpiece) and wear of the 2 surfaces. Conclusion: debris found was consistent with normal wear of the 2 contact surfaces. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During set up of the rio a black residue was discovered around the rim of the attachment point between the mics and the saw attachments. There was discussion about whether the substance was a result of metal on metal wear or if it was a lubricant coming out from inside of the mics due to the system being washed improperly and not lubricated. I am sending along swabs with black residue on them from inside of the mics attachment area. Hospital would like clarification as to what the substance is. After the patient was under anesthesia the decision was made to cancel the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During set up of the rio a black residue was discovered around the rim of the attachment point between the mics and the saw attachments. There was discussion about whether the substance was a result of metal on metal wear or if it was a lubricant coming out from inside of the mics due to the system being washed improperly and not lubricated. I am sending along swabs with black residue on them from inside of the mics attachment area. Hospital would like clarification as to what the substance is. After the patient was under anesthesia the decision was made to cancel the case.